Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the occurrence of the battery inoperable alarm and determined that the error message was due to a faulty internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient injury reported as a result of this incident.